Event description:
A ventilator was returned to a third party service center for eval. No harm or injury was reported.

Manufacturer narrative:
During the eval of the device at a third party service center, a failure of the device's active exhalation control module was replaced to address the issue.